Event description:
It was reported that t:slim x2 pump battery would not charge and that charging connection was unstable, requiring caller to hold cable in place or position pump carefully for charging to be recognized. There was no reported impact to the customer¿s blood glucose level. Troubleshooting did not proceed because patient¿s daughter, who used pump, was not available, and patient¿s mother agreed to a callback for further support, with no additional information received regarding the outcome of event.